Manufacturer narrative:
For investigation a broken bicon plus titanium shell a bicon plus pe insert, several radiographs and the surgical report of revision dated february 24, 2014 were received. According to the received explants and x-rays the reported fracture of a bicon-plus ti-shell is comprehensible. Based on the received x-rays it has to be assumed that the damage of the shell occurred in the period between august 2013 and september 2014. No information regarding a specific event potentially related to fracture of the shell was received. According to the received information at the time of revision surgery, after explantation of the shell, a bone defect was visible cranially. Considering the finding of an unequal distribution of bone residuals on the outer surface of the shell, it cannot be excluded that the bone support of the acetabular shell was not optimal at a specific point in time, which may have led to a local stress concentration and contributed to a damage of the shell. The functional time of close to fourteen years and the fact that the received x-rays don¿t show changes in position of the involved implant indicate an adequate fixation of the shell over an undefined period of time. Based on the available information, the root cause of the reported implant breakage could not be determined conclusively. Device history review concerning the involved bicon plus titanium shell found no manufacturing or material defects that would have contributed to the reported results. The returned devices will be archived. No corrective and preventive actions have been initiated as a result of the performed investigation.

Event description:
A revision of a bicon-plus shell due to breakage 13 years post-op implantation has been reported.